Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, when user pulled controlled medications, the entire mini drawers were opening completely. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that issue traced to faulty mini engine 1.14 in bottom row. The field service engineer (fse) replaced the mini engine and restored normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.